Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was installed and the unit power up properly. No failed battery test alarm noted. Device uploaded properly using carelink. Device was monitored for 3 days. No charge or battery anomaly, unexpected low battery alarm, unexpected off no power alarm or rainbow display anomaly noted. No bolus anomaly or basal anomaly noted during testing. No drive or motor anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No damage noted on the lcd glass. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump had rejected new batteries, screen was scuffed up and the right side of the screen was hard to read, escape button sometimes had to be pressed more than once, insulin pump did not deliver insulin, motor was louder and occasionally made grinding and screening noises and had rainbow effect on screen when exposed to sunlight. The insulin pump will not be returned for analysis.